Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm and a pump error alarm. The customer¿s blood glucose level was 286 mg/dl. There was failed battery alarm. The customer received a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer reported that this was the second occurrence of replace battery now alarm without a low battery warning. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear a pump until a replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, pump error 23 alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. (B)(4).